Manufacturer narrative:
Device evaluation of battery pack (B)(4) is underway. The reported problem (does not power a monitor or charge) was confirmed. As received, the battery would not communicate. Root cause investigation is underway at the supplier. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery was not charging or powering on a monitor.

Manufacturer narrative:
Follow up report - device evaluation (05/18/2018) - device evaluation of battery pack sn (B)(4) has been completed. Per the battery supplier, the cause of the failure was isolated to a broken solder connection at the r11 resistor. The root cause for the damaged solder connection could not be positively identified. Device evaluation of battery pack sn (B)(4) is underway. The reported problem (does not power a monitor or charge) was confirmed. As received, the battery would not communicate. Root cause investigation is underway at the supplier. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery was not charging or powering on a monitor.